Manufacturer narrative:
(B)(4). The rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. The complaint rt268 infant dual-heated evaqua2 breathing circuit is currently en route to fishser & paykel healthcare in (B)(4) for evaluation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that the pressure line of an rt268 infant evaqua2 breathing circuit falls off during setup. There was no patient involvement.

Event description:
A healthcare facility in japan reported via a fisher & paykel healthcare field representative that the pressure line of an rt268 infant evaqua2 breathing circuit falls off during setup. There was no patient involvement.

Manufacturer narrative:
(B)(4). The rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: six pressure lines of rt268 infant dual heated evaqua2 breathing circuit were received at fisher & paykel healthcare in new zealand for evaluation and were visually inspected. Results: visual inspection of pressure lines revealed that a moulding defect was found on the elbow of pressure lines. Conclusion: we were unable to determine what caused the moulding defect of the pressure line elbow. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit states: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."